Manufacturer narrative:
The pump passed the self test. Intermittent button response noted during testing. Pump was cut open to perform visual inspection and found flattened dome (no crease) and found no evidence of moisture damage at the electronic assembly. Successfully downloaded history files and traces using thump. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection; scratched case, cracked keypad overlay, battery tube threads - cracked and flattened dome (no crease). Unresponsive keypad was confirmed during analysis and was due to a flattened dome (no crease) on left and settings button. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an unresponsive home (round) button, which did not work well almost daily and was unresponsive during an easy bolus attempt. The customer reported no adverse event. The event involved product mmt-1885. Troubleshooting was performed and included confirming the unresponsive button, assisting with easy bolus feature settings, and instructing the customer to discontinue use, revert to a backup plan, and place the pump in storage mode; pump replacement was arranged. No harm requiring medical intervention was reported. Mmt-1885 was requested, and the customer's response was that the device will be returned.